Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the customer had a keypad anomaly. The mother stated the escape button was not responding on the insulin pump. Customer's blood glucose was 195 mg/dl. The mother could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had an intermittent button response due to flattened esc button dome switch. The insulin pump had minor scratches on lcd window, cracked case on display window corner, cracked battery tube threads, cracked belt clip slot and cracked reservoir tube lip.